Event description:
Complaint states the b35 allset gold ssp kit has a false negative in lane 8 which gives no perfect match typing result for the b35:116 allele. One complaint regarding this issue has been received.

Manufacturer narrative:
Conclusion of health hazard eval: this issue will cause a delay in obtaining typing results for a b35:116 sample as the user will need due further analysis or test it again using another typing method.